Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2006 the patient presented with anterior knee pain and the patella was surfaced and the bearing exchanged. Primary surgery was in 2003 where an uncemented amk knee was implanted without patella.

Manufacturer narrative:
Conclusion and justification status: the complaint states case retrospectively logged to capture the details of the patients' 1st knee revision in 2006. In 2006 the patient presented with anterior knee pain and the patella was surfaced and the bearing exchanged. Primary surgery was in 2003 where an uncemented amk knee was implanted without patella. This case is linked to case (B)(4) (patients' 2nd knee revision). No further information available. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419. Addendum added 09 nov 2016 the complaint was reopened due to primary surgery date and product details were received. A complaints search identified previous complaints received. A lot specific search did not identify any other complaints. The above conclusion remains unchanged. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.